Manufacturer narrative:
Event date: the events occurred on an unspecified dates, further described as "since starting pd therapy two to three years ago". The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that the green patient line cap of an unspecified quantity of amia automated pd cycler sets ¿have always been loose and if not carefully handled they would easily fall off¿. This was observed during unspecified steps of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with these events. No additional information is available.